Manufacturer narrative:
The returned product was patent and met requirements for the leakage test. However, upon physical inspection of the drainage line connection, it was discovered that the y-site connection was unadhered and could be disconnected. Adhesive was present at the connection. It is unknown how or when the damage occurred. A review of the manufacturing records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that after the product had been in use for nine days, the nurse found that the y-site connection had disconnected and was leaking when she went to drain csf from the drip chamber into the drainage bag. It was also reported that there was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4)